Event description:
Evaluation revealed the force sensor was out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). 2531779-03/24/2010-003-r evaluation revealed the force sensor was out of calibration. A force calibration test confirmed the sensor is under spec. At 163. Review of the pump history confirmed multiple loss of prime alarms due to zero force and low non-zero force. The subject pump was exercise for 24 hours with no loss of prime alarms given. Unrelated to the force sensor issue, a bt1 component failure was discovered. The subject pump was defaulting to the manufacturers date and time when the battery was removed for one hour and reseated.